Event description:
The doctor cannot remove the needle from the arm of the pt because the needle has stuck to the arm. (Artsana code (B)(4)). The control on the other samples of the same lot has not given any defects. The info received and the fact of not having received the defected sample don't help us to understand the real cause of the incident. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing of MFR of medical devices" with normal single use bending / breaking should not occur. No further action. Artsana has decided to fill in the 3500a even if we have not received any notification from the legal MFR (owen mumford ltd). For this reason we have not enough info for filling in all the boxes. From the legal manufacturer was only have received a short description of the adverse event.